Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18jun2020.

Event description:
The customer reported low tidal volume. The service technician completed onsite visit to evaluation the unit. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician performed extended self test and short self test and the unit passed. The unit passed technical testing and endorsed to end-user for clinical testing.